Event description:
User experienced a water leak coming from under the analyzer onto the floor. No one had slipped or fallen, and no patient samples were affected. The field service representative determined the cause to be a pin hole in rinse mechanism water tubing #6 and replaced water tubing. Performance tests were performed.